Event description:
During a surgical procedure, the arthroscopic pump malfunctioned presumably due to a failed senso that maintains a constant pressure, causing the tissue around the operative site to infiltrate with fluid. To avoid potential permanent damage to the tissue, the surgical procedure was stopped. Oter devicesused during the procedure included suction, electrical instruments, video light source, camera, monitor, computer and vcr, anesthesia machine and monitoring equipment. The patient was discharged later that day in satisfactory conditiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure, telemetry failure, unanticipated adverse reaction - short term, component failure. Conclusion: device failure directly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.